Manufacturer narrative:
E3: occupation: rn program manager surgical financial inventory. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the actual device that was used followed by manual compression, for the first unused device reported see MDR 3013394970-2024-00366, for the second unused device reported see MDR 3013394970-2024-00404, for the third unused device reported see MDR 3013394970-2024-00405, for the fourth unused device reported see MDR 3013394970-2024-00371, for the fifth unused device reported see MDR 3013394970-2024-00372, and for the sixth unused device see MDR 3013394970-2024-00373.

Event description:
The user facility reported that the 8 french angio-seal was attempted to be deployed upon completion of a high-risk percutaneous coronary intervention (pci). An 8 french sheath was used. After the hub and arteriotomy locator were inserted over wire, the wire was attempted to be removed; however, the arteriotomy locator and the sheath part of the hub desecrated. Therefore, the angio-seal device was not able to be inserted and deployed. The patient had tortuous femoral anatomy however, no other issues presented for deployment of the angio-seal device. The estimated blood loss was less than 250cc. Pieces of the hub sheath that desecrated were trapped in the patient's body and were not able to be removed at that time, however they may require surgical intervention in the future. Additional information was received on 17jul2024: the devices are stored in the box in a closed cabinet in the lab with ultraviolet (uv) protected glass doors. The facility has a whole room sterilization equipment in place. There were warnings provided in the case box regarding storage of the device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure on the device used. The patient was stable. No equipment or other devices were used with the angio-seal. Surgical intervention was not required to remove the fractured pieces from the patient. Additional information was received on 01aug2024: terumo medical received an FDA medwatch report #mw5157339 "use of terumo 8fr angioseal following a high-risk procedure via the femoral artery with dr., an 8fr angio seal was used to achieve hemostasis as per his routine practice. Prior to deployment of the actual angioseal plug, the dilator was removed from the angioseal sheath. The angioseal hub sheath then broke into many fragments. As per dr., there were pieces of the sheath left in the patient that were not able to be retrieved. All pieces that were visible on the drape were collected. Dr. Gave council to the patient and family. The remaining 8fr angioseal, with the same lot# of 0000457133 with an expiration date of november 8th, 2024, were removed from all procedure rooms. The terumo rep was notified, and a report was filed with the company by the rep. The remaining product was sent with the terumo rep for credit."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a sheath breakage. The likely cause was determined to have been improper storage as the device was stored improperly and was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).